Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgical technician reported that the cutters were not cutting though aspiration was functioning during an unknown number of vitrectomy procedures for the last month. There was no harm to the patients. No additional information is expected. This is one of two reports for this facility.

Manufacturer narrative:
No probe sample was returned for evaluation. A device history record review was performed and the product was released based on the product¿s acceptance criteria. The root cause for customer complaint issue could not be determined. (B)(4).

Manufacturer narrative:
One probe sample was returned for evaluation for the report of the cutter not working. The probe complaint sample was visually examined and it was deemed nonconforming. The needle had been bent and cracked just above the stiffener sleeve. No functional testing could be performed due to the damaged needle. The evaluation could not confirm the probe did not actuate due to the damaged condition of the returned complaint sample. The root cause for the actuation failure could not be determined from this evaluation. This damage to the needle appears to point to a handling issue and not to a manufacturing issue. No specific action with regard to this complaint was taken as the root cause for the complaint issue cannot be determined from this evaluation. (B)(4).